Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial (ra) lead was dislodged which resulted in a decreased of p-wave amplitude and a high capture threshold. The lead dislodgement also caused the ra lead to over-sense the right ventricular paced beats, resulting in inappropriate mode switch. During the ra lead revision procedure, it was also noted that the hex wrench was unable to insert into the set screw of the pacemaker which led to in failure to remove the right ventricular (rv) lead and ra lead from the header of the pacemaker. The lead dislodgement was confirmed via fluoroscopy and chest x-ray. Both the leads and pacemaker were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of unable to loosen the v-setscrew to remove the ventricular lead was confirmed. (The problem was with removing the ventricular lead and not the atrial lead.) Analysis revealed the v-setscrew had been over-torqued by the user/physician at the time of the implant procedure. At explant the physician was unable to untighten the setscrew due to it being over-torqued. This is considered a user related anomaly.